Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative noted that the computer required replacement, however confirmation of replacement has not been provided. While on-site, it was noted that the camera arm and camera cable were damaged.

Event description:
A site representative reported that, while outside of a procedure, the navigation system was unresponsive. It was noted that the instrumentation could not be observed by the navigation system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: device manufacture date provided.